Event description:
The implantable neurostimulator was received by the manufacturer for a mortuary. No clinical information was included. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.